Event description:
It was reported that cgm displayed error message 42 while customer used g7 sensor with pump. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, after which cgm connected properly and error message did not recur.